Manufacturer narrative:
Calcium and albumin calibration was last performed on (B)(6) 2023. Magnesium calibration was last performed on (B)(6) 2023. Based on the calibration and qc data, a general reagent performance issue could be excluded. The alarm trace showed abnormal probe-sucking alarms and abnormal aspiration alarms. It was found that the customer is using a centrifugation time of 6 minutes at 4000 rpm, which is too short of a time and too high of a speed. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable ca2 calcium gen.2, alb2 albumin gen.2, and mg2 magnesium gen.2 results for 4 patient samples on a cobas 6000 c (501) module. The initial results for patients 2, 3, and 4 were reported outside of the laboratory. The customer started having testing issues and this prompted them to repeat previous patient samples. Patient 1 had an initial ca2 result of 6.8 mg/dl. The initial result was not reported outside of the laboratory. The sample was repeated due to the initial result being critical. The sample was repeated and the result was 8.8 mg/dl. The repeat result was deemed correct. Patient 2 had an initial ca2 result of 6.2 mg/dl. The sample was repeated due to the initial result being critical. The sample was repeated twice and the results were 7.9 mg/dl and 8.6 mg/dl. The result of 8.6 mg/dl was deemed correct. Patient 3 had an initial ca2 result of 6.7 mg/dl. The sample was repeated due to the initial result being critical. The repeat result was 8.4 mg/dl. The repeat result was deemed correct. Patient 4 had an initial alb2 result of 1.3 g/dl and an initial mg2 result of 1.58 mg/dl. The sample was auto-repeated due to the low alb2 result and the result was 2.5 g/dl. The sample was poured into an aliquot tube and repeated a second time; the alb2 repeat result was 2.6 g/dl and the repeat mg2 result was 1.16 mg/dl. The repeat results from the aliquot tube were deemed correct. The ca2 reagent lot is 66127801 and the expiration date is 30-nov-2023. The alb2 reagent lot is 67565501 and the expiration date is 31-jan-2024. The mg2 reagent lot is 671588. The expiration date was requested but not provided.

Manufacturer narrative:
Qc recovery data was acceptable. The field service engineer replaced the sample probe and performed a precision test successfully. The customer performed qc successfully. The investigation is ongoing.